Event description:
Description of event according to initial reporter: primary disease: arch aortic aneurysm. Patient anatomy before surgery and at the time of failure: the proximal neck length is about 15 mm on the lesser curvature side. Range of anatomical indications: although the proximal neck length was short and its use was off-label, tevar (thoracic endo vascular aortic repair) was selected as a means of potentially avoiding open chest surgery. Devices used: zta-p-36-161-w1(lot# e4298471) approached from the left femoral artery to the aortic arch. Zta-p-36-113-w1 (lot# e4262998) approached from the left femoral artery to the aortic arch. Zta-p-36-161-w1 (lot# e4298472) approached from the left femoral artery to the aortic arch. Lunderquist / extended double curved. On (B)(6) 2022: as in the usual procedure, zta-p-36-161-w1 (lot# e4298471) was inserted along the lunderquist/extended double curved, and aligned and deployed just below the left common carotid artery. Since type 1a endoleak was observed, zta-p-36-113-w1 (lot# e4262998) was deployed in the same position. (B)(4) when touch-up was performed using a balloon catheter, the stent graft fell into the aneurysm due to blood flow (migration), so zta-p-36-161-w1 (lot# e4298472) was deployed directly under the left common carotid artery. The procedure was completed after confirming the disappearance of the endoleak (B)(4). On (B)(6) 2023: the diameter of the aneurysm had been steadily decreasing, but at the follow-up CT on (B)(6) 2023, migration of the stent graft was observed, type 1a endoleak appeared, and the aneurysm diameter has been enlarged (B)(4). An open thoracotomy (total arch replacement) was considered, but it has been planning to perform tevar again, considering that the endoleak had been stopped at one time. Patient outcome: the stent graft fell into the aneurysm due to blood flow (migration), so zta-p-36-161-w1 (lot# e4298472) was deployed directly under the left common carotid artery.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2022 a 76 year old female patient underwent tevar (thoracic endovascular aortic repair) to treat an arch aortic aneurysm using a zta-p-36-161-w1. The patient anatomy and location of the aneurysm meant that the proximal landing zone was short, about 15mm, but despite the off-label use of zta-p-36-161-w1 tevar was selected as a means of potentially avoiding open chest surgery. The zta-p-36-161-w1 was inserted along a lunderquist / extended double curved guidewire and deployed just below the left common carotid artery. After deployment type 1a endoleak was observed ((B)(4) mfg ref# 3002808486-2023-00256). It was decided to insert a zta-p-36-113-w1 (complaint device) in the same position to create a seal and resolve the endoleak. When touch-up was performed using a gore/tri-lobe balloon catheter, the stent graft fell into the aneurysm due to blood flow (migration). It was decided to insert yet another zta-p-36-161-w1 directly under the left common carotid artery. The procedure was completed after confirming the disappearance of the endoleak. At a follow-up CT on (B)(6) 2023, migration of the stent graft was observed, type 1a endoleak appeared, and the aneurysm diameter has been enlarged. ((B)(4) mfg ref#3002808486-2023-00270) review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. As the IFU states ¿proximal and distal aortic neck lengths should be a minimum of 20 mm.¿ and the use in this case is therefore considered outside the instructions for use (IFU). The IFU also state that inaccurate placement and/or incomplete sealing of the zenith alpha thoracic endovascular graft within the vessel may result in increased risk of migration. Based on review of currently available information, and without any procedural imaging, it has not been possible to determine an exact cause for the migration. Based on available information it is assessed that the migration is most likely due to the short proximal landing zone resulting in a poor seal and fixation to the vessel wall for first the zta-p-36-161-w1 (related complaint (B)(4)) and second the zta-p-36-113-w1 (complaint device). The disturbances to the stent-grafts from the touch-up/ballooning could then unintentionally have dislodged the stent grafts and have them migrate into the aneurysm due to the pressure from the blood flow. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.